Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 329 mg/dl. The supplies on the pump were changed and a bolus of insulin was delivered to address the bg level. As the supplies to the pump had been changed prior to contacting tandem technical support, a system check was unable to be performed to determine a possible cause of the occlusion.